Manufacturer narrative:
(B)(6). Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilation; however during initial inflation at 6 atmospheres, the pressure level stopped increasing. The device was completely removed and it was noted that the balloon ruptured. The procedure was then completed with a 3x20 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.